Event description:
Legal papers state the plaintiff's right hip was replaced with a cementless arthroplasty including a femoral head and acetabular liner and that the liner wore excessively and was discovered to have failed during revision.